Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on a mobile system within 5 minutes: 5.0 mmol/l, 3.3 mmol/l, and 3.9 mmol/l. The customer felt hypoglycemic symptoms and was light-headed. The customer's daughter provided her with orange juice, and she then felt better. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.